Event description:
Customer's mother called to report low blood glucose. The reservoir is showing less insulin than what is shown on the status screen. The blood glucose reading is 39 mg/dl. Customer has treated. Caller stated that low blood glucose has been happening for two weeks. Caller unhappy with the insulin pump, advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.